Manufacturer narrative:
Additional MDR associate with this event: 3025141-2013-00210, (B)(4) - 5.7 x 38mm locking screw.

Event description:
Two screws backed out of an implanted humeral plate. The screws were removed and replaced with new screws.